Manufacturer narrative:
(B)(4). Medical surveillance has reviewed the product analysis and has determined that there is no new information in this complaint. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, the display was found to be dim, faded and discolored. Adjustment of the contrast settings did not resolve the issue.

Event description:
The distributor contacted animas on 04/09/2014 alleging the display was dim/faded/discolored. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.